Event description:
While using the confidence introducer needle, after placing the guidewire through the outer sheath of the needle the user pulled out the needle and the needle tip (1.25") broke off in the bone. The piece was embedded in the bone and he did not have to go to an open procedure. As an unintended portion of the device was left in the body an MDR is filed to document this event.

Manufacturer narrative:
Patient was reported as having strong bone. Evaluation of the needle found it bent from use and the distal end broken off. Contact reported that the surgeon had used the device at three other locations and that it broke the fourth time it was inserted in bone. Root cause was due to material fatigue resulting from the application of force during multiple use of the needle. It is recommended that the device be used once per case and is a single use device.